Event description:
Philips respironics, system one 560p, remstar auto with a-flex. CPAP machine does not record/display sleeping hours correctly, for my cdl medical requirements and (B)(6) state driver's license to be in compliance. Putting my job and driver's license in jeopardy. The machine resets daily usage hours at midnight to zero and does not append previous day hours with new hours. I've informed philips and my equipment provider. They do not want to correct the problem with their machines. Have tried 3 of them with the same results. Sleepyhead software reports 13:51 hours slept, philips reports only 6.3 for (B)(6) 2013. There needs to be a recall on their machines and user of this machine should not be held accountable. (B)(6) needs to stop holding people accountable with this machine. Philips says their software: sleepmapper software is for info use only. Hours slept 4 or greater machine display is also for info use only. Thus keeping us users in the dark until it's time to renew our (B)(6) and commercial driver license medical certification. Dose or amount: ahi cmh2o setting 10, frequency: daily >= 4 hours, route: face mask. Dates of use: (B)(6) 2013 and rest of my life.